Event description:
It was reported that the patient experienced increased drowsiness over the previous "couple months." The patient suggested that "something might have come loose" or the medication was "turned up too high." The patient also experienced a shocking or poking sensation, at the pump site, when sitting in a certain way. There was no known related incident or accident reported. There were no pump alarms noted. The patient's pump contained dilaudid. There was no information provided relating to concentration or dosage of the medication used in the patient's pump. No further details or patient outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)